Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling while entering their carbohydrates. Customer's blood glucose was 136 mg/dl. The customer reported the insulin pump was exposed to moisture from rain. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.